Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, manufacturer representative, and health care professional regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient has not needed to use the stimulator for quite a while (the better part of a year) because his leg problem had not been giving him any trouble and his pain improved. The patient has not charged in that long, and the battery is dead and not on. The patient tried to connect to the implantable neurostimulator using the recharger around (B)(6) 2019; however, he was not able to. The recharger didn¿t do anything, but he saw an error screen at that time. It was confirmed that the implantable neurostimulator was overdischarged due to the patient not charging his system for an extended period of time. 4 physician mode restarts were attempted on (B)(6) 2020; however, they were unsuccessful at recovering the overdischarge. The patient is scheduling an appointment with his physician to discuss the option of replacing or explanting the system. A surgical intervention was not performed at the time of the event; however, it is unknown if a surgical intervention was planned. There were no further complications reported.